Event description:
A report was received that the patient was experiencing pain and discomfort at the pocket site. The patient was prescribed lidocaine patch for pocket pain. The patient will undergo a revision procedure wherein the ipg will be relocated.